Manufacturer narrative:
One imp, tsv, 4.1mm, sbm, 11.5 (tsv4b11) was returned for investigation alongside an unreported healing collar. Visual inspection of the as returned product identified fracturing of the implant as reported. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: h3: changed "no" to "yes."

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant fractured and had to be removed from tooth site 30.